Event description:
Pt was revised to address loosening and poly wear of the patella.

Manufacturer narrative:
Evaluation was not possible as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. It would not be unreasonable to expect some wear after almost 10 years of implantation. The need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.